Event description:
It was reported that this left ventricular (lv) lead was repositioned due to stimulation. This lv lead remains in service. No adverse patient effects were reported. No additional adverse patient effects were reported.